Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the instruments are sticking and dropping needles.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was received with the device. A broken needle was received loaded onto the device. The jaw gap was measured and did not meet specifications. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. The visual inspection of the full needle noted witness marks on both cones, and the portion of the needle located between the cones and loading slots. The visual inspection of the broken needle noted witness marks on the cone. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The reported condition occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)